Event description:
On 04/22/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. The pt experienced pain during the deployment of the device into the vessel, however, hemostasis was successfully achieved and the pt was discharged home. On 04/28/1998 the pt returned to the hosp and underwent an ultrasound. The results from the ultrasound identified the presence of a 1.5cm pseudoaneurysm" was identified. The angio-seal device was not visualized at the time of surgery. The pt tolerated the procedure well and was discharged home on 04/29/1998. As of 05/27/1998 there has been no further report of complication or pt sequelae made to the MFR.